Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the peeled adhesive around the objective lens and the corroded ultrasonic transducer is traced to component failure. Moreover, the cause of the residual liquid or foreign material was observed coming out of the channel tube (ch-tube) could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the evaluation of the device, the service repair technician team indicated that the adhesive around the objective lens was peeled, the ultrasonic transducer had corrosion, and residual liquid or foreign material was observed coming out of the channel tube (ch-tube). There was no patient involvement.